Manufacturer narrative:
The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. The bwi equipments involved were: carto 3 system (serial# (B)(4)), stockert generator (serial# (B)(4)), and coolflow pump (serial# (B)(4)). (B)(4).

Manufacturer narrative:
Refer to evaluation summary manufacturer ref # (B)(4). It was reported that the patient had a chest pain and intracardiac echo confirmed pericardial effusion. Pericardiocentesis was performed and an unknown amount of fluid was removed. The patient was stabilized and under observation. Customer stated that no rf was applied yet when this issue occurred. The returned device was visually inspected upon receipt and it was found in normal conditions. Per the event, the catheter was tested for electrical performance, temperature response and stockert compatibility and it was found within specifications. Furthermore, an irrigation test was performed and the catheter passed, no occlusion was observed. The catheter was also evaluated for carto 3 and coil disconnection tester. The catheter was recognized by carto 3 system, no error messages were displayed and the catheter was properly visualized. The sensor resistance values were within specifications. Finally, a deflection test was performed and the catheter failed. Further examination revealed that the puller wire was broken from the brass ferrule inside the handle the device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter failed on deflection test, but the root cause of the pericardial effusion remains unknown. The IFU states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade.

Event description:
It was reported that during an idiopathic ventricular tachycardia (idvt) that the patient had a chest pain and intracardiac echo confirmed pericardial effusion. Pericardiocentesis was performed and unknown amount of fluid was removed. The patient was stabilized and under observation. It was stated that no rf was applied yet when this issue occurred. The physician¿s opinion on the cause of this adverse event was the event occurred during the mapping phase with either the reprocessed soundstar or the new thermocool nav catheter.